Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient experiences an event of tape not sticking after using for few hours on (B)(6) 2026.